Event description:
It was reported that a customer had passed away on (B)(6) 2025. The cause of death was unknown, but the suspected to be due to diabetic ketoacidosis. Reportedly, the customer was wearing the pump at the time of death. A review of pump data will be performed, and the results will be submitted in a supplemental report.